Event description:
A customer contacted beckman coulter (bec) to report that more than 200 ml of a clear liquid leaked beneath the flowcell within their coulter lh 750 hematology analyzer. The leak was contained. The operator was wearing personal protective equipment (ppe) including a lab coat, gloves and eyewear at the time of the event. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from a pinhole in the clear white striped tubing at vl46b (vl46b is the pathway for pressurized diluent to flush the lower flowcell chamber). Fse replaced the tubing which resolved the leak. The cause of the leak is related to a pinhole in the tubing at vl46b. (B)(4).